Manufacturer narrative:
(B)(4). Batch # n91p1w. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during laparoscopic hysterectomy procedure, the product handle stuck in closing position and they couldn't open it. It happened after 5 minutes of use. The problem was solved with same like device and without any patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2018. Batch # n91m71. The device was received with the jaw stuck closed and with gauze between the jaws. The device was forcibly opened to remove the gauze and once the gauze was removed, the device was mechanically tested and performed as expected. The device was then tested on the generator, passed all functional testing, and the energy output delivered from the device was verified.  All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. Care should be taken not to close the jaw over gauze or any other material than tissue. Further information on device use can be found on the IFU the batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.